Manufacturer narrative:
Zimvie complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that patient came to the clinic with the crown in hand as screw fractured at the head of the screw. Screw at tooth 36 had to be removed. Procedure was completed placing other screw.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). It was reported that patient came to the clinic with the crown in hand as screw fractured at the head of the screw. Screw at tooth 36 had to be removed. Zimvie received one (1) iuniht, (certain titanium hexed screw) for evaluation (images are attached in the complaint). Visual evaluation was performed, a fracture has been identified at the head. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the [iuniht] dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : fracture : screw based on the investigation and risk management file review, the most likely root cause determined from the investigation were material selection of the product is not adequate to withstand occlusal forces therefore, based on the available information, a device malfunction did occur. The fracture has been identified at the head. The reported event was confirmed.